Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs assay result for one patient sample tested on a cobas e 801 analytical unit. The initial result was 26.8 pg/ml. The sample was repeated twice and the results were 52.4 pg/ml and 41.4 pg/ml. The sample was diluted 1:2 and the result was 115 pg/ml (accompanied by a data flag). The sample was diluted 1:10 and the result was 265 pg/ml (accompanied by a data flag). No errenous results were released outside the lab.

Manufacturer narrative:
The qc was within range before the sample measurement. No relevant alarms occurred. The customer and service maintenance are complete according to the specification. Instrument surfaces are adequately clean, and the instrument check passed. Review of the sample foam detection (sfd) images shows sample clots, fibrin bubbles, and white particulate matter. On 16-dec-2025, 29 samples were measured for troponin t hs, where 4 samples were flagged with an alarm. In general, the sample quality looks good for all images provided. The investigation did not identify a product problem. The cause of the event could not be determined.